Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter did not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The patient provided the following information: she takes insulin and self- adjusts the dose. The product issue started on (B) (6) 2010 and the patient experienced "hypo" symptoms with body spasms and pain about 1 week afterward. She took more food and/or drink. The csr documented that the meter did not turn on when the power button was pressed or when a test strip was inserted. The csr also documented that the meter battery did not need to be replaced. The patient's product was replaced. This complaint is reported because, the patient alleges that the lfs meter did not turn on and afterward she experienced body spasms, which she described as hypo symptoms.